Event description:
It was reported that after one to three weeks of placement, upon stent removal, stones were found evenly distributed along the stent, forming a stone sheath. The patient experienced severe pain after discharge and subsequently sought emergency care. Within a single surgical day using the same lot number, five patients experienced the same issue: stents forming calculus sheaths.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.